Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that on (B)(6) 2017 that an intra-aortic balloon (iab) (B)(4) were used to support a patient. On (B)(6) 2017, at 15:40 the console reported a leak, the console was replaced but the problem remained. The cables were reported to be connected properly. Steam was found inside the tube. The iab catheter was replaced and therapy continued successfully. There was no reported injury to the patient.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. The extension tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extension tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete auto fill cycle. The iab pumped normally and no alarm sounded from the pump. The reported event cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
It was reported that on (B)(6) 2017 that an intra-aortic balloon (iab) catheter & ECMO (extracorpeal membrane oxygenator) were used to support a patient. On (B)(6) 2017, at 15:40 the console reported a leak, the console was replaced but the problem remained. The cables were reported to be connected properly. Steam was found inside the tube. The iab catheter was replaced and therapy continued successfully. There was no reported injury to the patient. Indication for use was cardiac output insufficient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that on (B)(6) 2017 that an intra-aortic balloon (iab) catheter and ECMO were used to support a patient. On (B)(6) 2017, at 15:40 the console reported a leak, the console was replaced but the problem remained. The cables were reported to be connected properly. Steam was found inside the tube. The iab catheter was replaced and therapy continued successfully. There was no reported injury to the patient.